Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and when the surgeon attempted to remove the plate, it would not dislodge from the cage. The cage and plate were removed and alternates were used to complete the case without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
This report is being submitted to rely additional information received: the complaint was confirmed based on the return device evaluation. Visual inspection revealed that one plate is stuck in the cage. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. As the plate is observed to be out of line with the cage slot, the anchoring plate appears to have gotten jammed due to being inserted at an angle to the anchoring plate slot. The stg provides sufficient instruction on how to insert the anchoring plates appropriately. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and when the surgeon attempted to remove the plate, it would not dislodge from the cage. The cage and plate were removed and alternates were used to complete the case without reported patient impacts. This is report two of two for this event.